Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 59 months ago. At the time of implant, the stent graft was implanted 10mm below the level of the lowest renal artery and it had a 15mm seal zone. It was reported that the aortic neck was reverse funnel shaped and it had an angle of greater than 60 degrees. The stent graft was found to have migrated 30mm distally and there was a type 1 endoleak present with aneurysm expansion to 56mm. The diameter of the aortic neck at the level of the renal arteries is 25mm and 15mm distally it was 30mm. There was 45mm of distal fixation in the iliac arteries bilaterally. The cuffs and two talent aortic cuffs were implanted to address the stent graft migration and the endoleak. Originally, the stent graft was placed 1-3 mm below the level of the lowest renal artery. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Other(required secondary intervention). Evaluation results: angulated and reverse funnel shaped aortic neck. Migration, endoleak.